Event description:
The customer reported the generation of three (3) ion-selective electrolytes (ise) patient results, including sodium (na), chloride (cl) and potassium (k) and carbon dioxide (co2) with low anion gaps on their dxc 600i clinical chemistry analyzer. The patient results with low anion gaps were released outside the laboratory. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided the anion gap results for three (3) patient samples.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600i chemistry analyzer and identified the probable cause as a defective carbon bridge. The fse replaced the carbon bridge to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).